Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose and occlusions were resolved by changing pump supplies, the customer resumed insulin therapy.